Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted

Event description:
The customer reported that tissue was not sealed during a colon procedure. Another device was opened to continue the procedure without further incident. No patient harm reported. No tissue damage. No bleeding.

Manufacturer narrative:
(B)(4). One used ls1520 was returned to post market vigilance (pmv) for evaluation. Visual inspection found no defects. The customer reported that the tissue was not sealed when the device was used. The reported condition was not confirmed. The device was tested for activation and sealing function on simulated tissue with acceptable results. The rotation knob was turned to each stop and activated. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The jaw force was within specifications. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones heard indicating a completed activation cycle and a visually acceptable seal. The investigation found the device to function normally and within specifications.